Event description:
Patient was revised to address poly wear and osteolysis. It was reported that the patient had suffered a shotgun blast to the knee after his initial surgery 17 years ago.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after approximately 17-years should not be expected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.